Manufacturer narrative:
The device was not received for evaluation at the time of this report and therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Event description:
When they were removing the wire, it got frayed and the wire was peeled off the core of the wire. The outer layer of the wire was peeled off the core of the wire. No injury, they just removed the wire, intact, nothing was left behind.

Manufacturer narrative:
A review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The report of damage is confirmed. The specimen presents skive damage to the polymer jacket material in a proximal to distal orientation beginning 47.95cm from the distal tip, exposing 14.35cm of the metallic core wire. The skived polymer is displaced distally over undamaged material distal of the exposed core 19.30 to 33.60cm from the distal tip. The specimen also presents large radius bends over the distal 6.50cm and in the exposed core wire region; consistent with tensile loading. The warnings section of the device instructions for use (IFU) indicates; "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire." Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event.